Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Surgeon had difficulty programming valve, so it was explanted. After explanting it was noticed that a aesculap device similar to a siphonguard was attached to the distal end of the valve. The aesculap device is made of metal and the surgeon feels that this may be the cause of the programming problems. On 4/23/2016: per rep: "the event did not cause a delay. The patient required revision surgery to remove the valve. The adverse event was the revision surgery."